Manufacturer narrative:
(B)(4). Describe event or problem: additional. Device availability: additional. Date received by manufacturer: additional. Follow-up number: additional. Type of event: additional. If follow-up, reportable what type: correction. Device evaluated by manufacturer: additional.

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.